Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es main auxiliary 5 and main drawer 6.1 had jammed or failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that main auxiliary 5 and main drawer 6.1 had jammed or failed. A field service engineer (fse) had replaced the failed slide rail on drawer 5. All half height (hh) drawers in both cabinets were tested for smooth operation and no problems were found. Testing was performed using the hardware test application (hta) tool. The customer had recovered the drawer and tested it using the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es main auxiliary 5 and main drawer 6.1 had jammed or failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.